Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported the ins was shocking patient, even with the ins off. The caller stated this occurred most recently (B)(6) 2018, but the patient has had it happen before and the patient was told that they just needed to develop more scar tissue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s shocking was not determined. They stated that the patient¿s pain and shocking has since subsided. The rep noted that the patient ordered new equipment, and upon interrogation of the ins, electrode impedances were within normal limits. Programming mapped appropriately. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantab le neuro stimulator (ins). It was reported that the patient had battery site pain and states she is experiencing "shocking" pain in area of battery implant. Patient states she has been having this problem since implant. Stated that she has followed up with implanting physician regarding this issue, without a known explanation. The issue was not resolved at the time of this report. No surgical intervention occurred or planned.